Manufacturer narrative:
(B)(4). Date follow up 01 sent 04/20/2014.

Event description:
According to the reporter: 3-0 monosof covidien suture - tip of suture needle broke off in patient, not found. Current patient status: unknown did the difficulty result in any tissue damage or patient injury? (E.g. Unanticipated tissue loss, unintended colostomy, formal laparotomy, re-operation etc.): no. If applicable, what was done to correct this condition? (Be specific e.g. Cautery, sutured, applied another device, etc.) : applied another suture.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received according to the reporter: it was confirmed that no sample will be returned. The product ID, lot number, and procedure were not provided by the account. It is not known by the account how much needle broke off, or what was done to attempt to retrieve it. The procedure and any steps taken to correct the issue are also not reported by the account.